Event description:
A patient reported experiencing erratic results with a fasttake meter. On 11/01, patient's blood glucose results were 42 and 209mg/dl. Tests were done within 10 minutes with a difference of 118%. Patient did not experience any adverse event. No further information has been reported.